Manufacturer narrative:
An additional lot number was reported (lot #m017617). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user went to the emergency room (ER) because of passing out due to altitude sickness. The user¿s blood glucose level was 228 mg/dl. Reportedly, the contact was unsure of the treatment the user received. However, the contact believes the user was given insulin while in the ER. The user left the ER about 1 hour later with a ¿back to normal¿ bg level.